Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez3692 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported after evaluating the patient and meeting the criteria for PICC catheter insertion, a PICC 4 fr bilumen catheter was inserted into the right basilic vein. During the procedure at the time of insertion, no type of complication was observed in the advancement of the catheter and in the withdrawal of the guide, once the catheter was in cavoatrial union and evidenced by the navigator, the stylet was removed from the catheter and at the time of withdrawal it showed resistance but allowing to continue with this stylet extraction process. Once the stylet is out, it is evident that the tip of the stylet that allows navigation is observed differently than usual (shorter). Subsequently, a chest x-ray control is performed to confirm the distal end of the PICC catheter by institutional protocol, which, when observing the chest x-ray image, shows a radiopaque line, indicating that it is the tip of the stylet. Additional information received on 16.feb.2022: it was reported the patient has not presented any complication related to the event in question. The permanence in the clinic is due to the management of the underlying disease and the admission conditions. The conduct of not removing the foreign body was taken since it has not generated any complications for the patient. The patient's condition is stable. Staff agrees to monitor the evolution of the patient until the health status of the patient has been resolved. The patient is a (B)(6) boy with an orphan disease who arrived in very poor general condition and a high degree of malnutrition, with sepsis of urinary and gastro-intestinal origin. The passage of the catheter was carried out by an expert nurse, all the necessary precautions were taken for the handling of the device and the step-by-step procedure recommended by the IFU for the preparation of the catheter and its insertion was followed. When evidencing the fracture of the stylet, the process of taking a chest x-ray is expedited to identify the foreign body, the presence of the foreign body is evidenced in the chest x-ray and cardiology is consulted to define management, in consensus with pediatricians, surgeons and cardiologists decide not to subject the child to any extraction procedure since he is stable and the foreign body did not cause any injury or worsen his condition. The day after the event, a control plate and CT angiography of the chest are taken to monitor the foreign body and it is observed that it migrated to the lungs and there, the treating physicians consider that a process of fibrosis of the foreign body has begun, for which they continue with the procedure plan to do no extraction or manipulation. Today, the patient continues with his treatment and management in the ICU due to his underlying disease, but there are no complications related to the foreign body. The procedure will continue. Patient is in isolation due to infection and covid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. Two frontal chest radiographs and an axial CT image were returned for evaluation of this complaint. The catheter was seen in the images with the tip overlaying the mid svc. A segment of a radiopaque object, consistent with a broken segment of a tls stylet, was seen in the right main pulmonary artery. Per the event description, it was noted that some resistance was felt while removing the stylet from the catheter. It is unknown if the resistance felt during removal contributed to the break in the stylet. Possible contributing factors could include advancement/retraction against resistance, the stylet becoming kinked during manipulation, and/or extension of stylet tip past the distal end of the catheter during insertion. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿

Event description:
It was reported after evaluating the patient and meeting the criteria for PICC catheter insertion, a PICC 4 fr bilumen catheter was inserted into the right basilic vein. During the procedure at the time of insertion, no type of complication was observed in the advancement of the catheter and in the withdrawal of the guide, once the catheter was in cavoatrial union and evidenced by the navigator, the stylet was removed from the catheter and at the time of withdrawal it showed resistance but allowing to continue with this stylet extraction process. Once the stylet is out, it is evident that the tip of the stylet that allows navigation is observed differently than usual (shorter). Subsequently, a chest x-ray control is performed to confirm the distal end of the PICC catheter by institutional protocol, which, when observing the chest x-ray image, shows a radiopaque line, indicating that it is the tip of the stylet. Additional information received: it was reported the patient has not presented any complication related to the event in question. The permanence in the clinic is due to the management of the underlying disease and the admission conditions. The conduct of not removing the foreign body was taken since it has not generated any complications for the patient. The patient's condition is stable. Staff agrees to monitor the evolution of the patient until the health status of the patient has been resolved. The patient is a 5-year-old boy with an orphan disease who arrived in very poor general condition and a high degree of malnutrition, with sepsis of urinary and gastro-intestinal origin. The passage of the catheter was carried out by an expert nurse, all the necessary precautions were taken for the handling of the device and the step-by-step procedure recommended by the IFU for the preparation of the catheter and its insertion was followed. When evidencing the fracture of the stylet, the process of taking a chest x-ray is expedited to identify the foreign body, the presence of the foreign body is evidenced in the chest x-ray and cardiology is consulted to define management, in consensus with pediatricians, surgeons and cardiologists decide not to subject the child to any extraction procedure since he is stable and the foreign body did not cause any injury or worsen his condition. The day after the event, a control plate and CT angiography of the chest are taken to monitor the foreign body and it is observed that it migrated to the lungs and there, the treating physicians consider that a process of fibrosis of the foreign body has begun, for which they continue with the procedure plan to do no extraction or manipulation. Today, the patient continues with his treatment and management in the ICU due to his underlying disease, but there are no complications related to the foreign body. The procedure will continue. Patient is in isolation due to infection and covid. ____ additional information received- meeting with the client: ¿ it is identified that in the procedure the practice of reinforcing the catheter guide through the stylet is carried out, that in this case the catheter is not completely withdrawn for this process. ¿ opposite to the previous point, hospital engineering points out that if the tip had fractured in the reinforcement of the guide, the navigation could not be visualized and the navigation was observed. ¿ the hospital asks if this reinforcement technique was learned from the training process given by the provider, to which the answer is yes. ¿ the clinical expert of the product refers that it is a clinical practice carried out to solve needs with specific patients which has been used in numerous procedures, that until now there had been no news in this regard, for which they make the recommendation of complete withdrawal. Of the catheter for reinforcement. ¿ hospital inquires if the product endorses this practice in the stylet route from its design or technical sheet, to which the supplier replies that it does not. ¿ regarding physical evidence of the product that was removed from the patient, in this case it was not possible because it was a patient treated under covid guidelines. ¿ the patient continues in clinical follow-up.